Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging damage to the lung tissue and fear of serious illness. There was no report of medical intervention. There is no indication that the device contributed to the serious injury.